Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/21/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: in the initial report the product code was incorrectly identified as mfk. The correct code is poe.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient presented with midly myopic uncorrected refractive error in left eye post treatment. Explant was done. No vitrecomy or wound enlargement was required. The replacement lens used was a z9002. There was no patient injury, and the patient is doing fine.